Event description:
Add'l info received from MFR (B)(6) 2011: re: dexcom system 7 and prior letters. Based upon verbal recommendations of the FDA. I was advised to get a 3rd replacement unit from dexcom of their system 7 to see if the third unit would work the same or better. I have been unable to achieve that goal not withstanding my letters and lawyer's letter to this company. As a (B)(6) type 2 with serious issues, I am deeply distressed by the lack of proper response from dexcom. I sent another email today and faxing it to them asking where the third unit I requested to replace two defective units. The first one and the first replacement for it. Possibly my letter writing has had too many errors in it due to my stroke I suffered in (B)(6) 2007. My wife is a disabled person from early years and I, while disabled am still the primary care giver here. The frustration caused by dexcom over this matter has been most discouraging. The two units I have here both display overheating issues in a normal temperature room that cause tracking of body glucose to stop following external handhelds and after chilling back down, resume proper operation. In addition, normal noise in a home condo environment seem to cause errors in dexcom 7 unit. Driving 5 hours in car in back of (B)(6) shows no problem or loss of proper tracking and driving over 40 minutes to (B)(6); in the store and across suburbs of (B)(6) and freeways also shows good tracking. As I have honestly reported; when the dexcom unit is working and kept from overheating; I have been able to get crucial data not easily observed by handheld finger sticks that have enabled removing starlix, changing insulin type (75/25 to standard (B)(6)) and reducing insulin shot doses - 4 in am, 2-3 at lunch and 2-3 at dinner. Also discovered, was that my body is working more than expected and in fact insulin doses need to be added at bg peaks so as not to crash bg too low and give opportunity for my pancreas to swing most of load. This has resulted in much smoother and stable bg graphs and reduce so much of the up/down cycling of the past that showed such an unstable bg. I do not believe I am being unreasonable and I simply want a stable working product that does not overheat or get lost due to rf link traffic. Thanking you most kindly for the patience, time and understanding. I await your answer and response please.

Event description:
I attempted to purchase a working cgms from dexcom in (B)(6). I have managed to scrape out necessary data even though unit continues to misbehave. I had requested a second unit of the dexcom system 7 and that works even worse, I gave up and went back to first unit. I have had to keep either unit on a frozen gelpak to get any rational service out of. I have filed one customer alert on line and will file more for the two units. I tracked the operation of the first unit that works and tracks somewhat against handheld results and graphed results obtained and included the letter I wrote dexcom describing the difficulties and issues. Copy of letters and graph attached. When I contacted the FDA by telephone, I was advised to obtain a third unit and test and report. I asked for a third unit friday a week ago and no results. I continue to ask; even today - where is the third correct working meter - when will I get. Issues I have are as follows: temperature sensitive on the system 7 receiver. When cold outside works reasonably. Allowed to warm up - it stops monitoring me. Wrong data. On slow moving data appears to get most data and handheld glucose meters track well. Three on fast moving events - fails to track data correctly. Gut emptying / gut starting digestion and rapid liver sugar release: the dexcom machine does poor job and looses where it was and is. I ended up walking dexcom bg number machine manually up and down. First unit sort of working. Second unit worse. Since dexcom seem unable or cannot supply properly cgms working unit in almost 60 days; I am requesting that the abbott freestyle navigator be released to the public so I can obtain a working cgm necessary for good glucose and liver control of my diabetes. Handhelds are not sufficient for that task. One comment I found curious when I phoned in: was that these cgms are experimental and new technology. They simply log data and give it visibility; their role is not in treatment per sae. Other than the actual glucose sensor and the micro miniaturization; data logging and data loggers and their software have been around for yrs since dawn of computers and minicomputers and are well understood or should be. What's holding up abbott's product release? As an aside, I have both liver -metformin and insulin timing control issues needed to establish good glucose control (alc=6.9). Both insulin dose timing and metformin dose timing are required to establish the good control I have today along with stringent diet and strong exercise. A hand held is useless for that dose timing task and at best a weathervane. I need to watch gut/stomach startup/completion timing as shown by trends on the blood glucose line. My doctor can help add further explanatory data.